Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: thoracolumbar vertebra kyphoscoliosis procedure used: t9-s2ai plif (posterior lumbar interbody fusion) it was reported that intra-op, spacers were used at l5/s but were not able to rotate properly and hence were removed by position adjustment. The threaded part of spacers broke during pulling. No fragments remained in the patient. No patient complications occurred as a result of the event.

Manufacturer narrative:
Product analysis: visual and optical inspection confirmed the threads of the spacer have been damaged with evidence of deformation around the diameter of the inserter interface and on the face of the implant. Multiple witness marks on the top and bottom and the ribs of the implant have been damaged. It appears the deformation occured when the implants were removed. This type of damage is consistent with excessive force applied to the threads of the implant. If information is provided in the future, a supplemental report will be issued.